Event description:
It was reported by service report that the zoom stretcher pops out of zoom. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval results: carriage roller guide.